Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013: patient presented with following pre-op diagnosis: myofascial/ mechanical pain, lumbar. Pseudoarthrosis, l5-s1. Status post l2 through s1 internal stabilization/ fusion. Tobacco abuse. Chronic obstructive pulmonary disease. Anxiety disorder/ depression. Patient underwent following procedures: anterior lumbar discectomy at l5-s1. Examination of l5-s1 fusion with confirmation of pseudoarthrosis at that level. Placement of intradiscal stabilizing device at l5-s1 (peek cage). Anterior lumbar fusion at l5-s1 using autogenous bone plus autologous bone plus rhbmp-2/acs. Internal stabilization from l5-s1 using osseous wings of roc a device. Preparation of bone graft. Intraoperative fluoroscopy. Per op-notes: ¿¿following the decompressive portion of the procedure, the thecal sac and exiting roots were free of extrinsic distortion. The prepared space was measured. An 18mm high x 30mm wide peek cade with 14 degrees of lordosis was packed with bone graft consisting of the removed autogenous bone plus cancellous bone chips hydrated in antibiotic- containing saline solution, morcellated in abone mill. A small rhbmp-2/acs package was reconstituted according to the supplier¿s instructions and added to the bone graft as well as posterior to the cage. The cage/graft construct was impacted into position under fluoroscopic control¿¿ patient tolerated the procedure well. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.